Event description:
A por (power on reset) and lead warning (impedance 100 ohms) was found at patient check. The patient did not notice any symptoms. When a sensing test was attempted, a message "polarity configuration in process" was received. The patient information was found to have been cleared, and a capture threshold test was unable to be performed. The device was unable to be reprogrammed until just before it was explanted. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary preliminary analysis confirmed por (power on reset) parameters. Further analysis determined this was the result of lifted battery bond wires.